Manufacturer narrative:
Batch review performed on 29 march 2021: lot 1907994: (B)(4) items manufactured and released on 09-oct-2019. Expiration date: 2024-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. The liner was implanted in the patient 1 month before this revision surgery.